Event description:
This lead was capped and replaced due to intermittent loss of capture and oversensing. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.